Event description:
A report was received that the patient was explanted due to an infection at the lead and ipg site. The patients symptoms were redness. The physician prescribed the patient antibiotics. The physician doesn't believe that the infection was device related. The patient is doing well following the explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-8216-70 (B)(4) description:artisan 2x8 lim,70cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.